Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device failed incoming functional testing; main printed circuit board assembly found out of electrical specification. Analysis also found the upper case was damaged and broken, lower case was broken and contaminated, one side bail and battery drawer were broken, battery release and lead flex cover were contaminated, battery contacts were compressed, and the keyboard was scratched. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main printed circuit board. Visual inspection revealed no anomalies. Bench analysis found that all low battery testing met specifications. Conclusion: could not confirm the functional test failure found during initial analysis of the device.